Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius side with non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior side an unidentified (tear) opening. Non-penetrating nick.

Event description:
Device has been explanted and replaced.